Event description:
It was reported the patient's device sensitivity was adjusted because his r waves were getting smaller "due to the severity of patient's illness." The next day, the patient had periods of asystole. When the device was interrogated, the patient's heart rate went from 75 bpm to zero. After the programming head was taken off the device, the patient's heart rate went back to 75 bpm. The magnet was placed over the device and the same thing happened. The battery impedance went from 6.5 to 7.3 kohms, which manufacturer's representative reported was normal with this device when battery becoming depleted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device replacement was recommended as soon as possible, however the physicians did not do this because the patient was septic and ill with other medical conditions. The patient died due to septic shock with multi-system failure. There is no allegation from a health care professional that the death was device related.